Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty encountered removing the device after clip deployment was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. It was not specified how the device was removed. When the device was removed bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.